Manufacturer narrative:
Intuitive surgical, inc. (Isi) receive the medium-large clip applier instrument and performed failure analysis evaluation. The medium-large clip applier instrument was analyzed and found with one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, the clips were falling off. The instrument was also found to have a frayed grip cable at the distal end. The frayed cable strands stuck out at the wrist.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier clips were falling off. The clips were retrieved during the same procedure which was completed robotically. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no visible damage. The issue occurred when the surgeon attempted to clamp on a vessel or tissue bundle where the clips were not clipping. The clips fell off inside the patient and were retrieved with a grasper instrument. It was confirmed no clips were left inside the patient because the surgeon, scrub, and nurse confirmed the number of clips. The customer reviewed a video of the event and noted that the clip applier instrument malfunctioned at 31 minutes into the video. The customer continued the procedure using a backup instrument.